Manufacturer narrative:
The device subject of the reported event was not returned to hu-friedy for evaluation. Hu-friedy wasn't able to evaluate the root cause of the problem. Hu-friedy will continue to investigate further with the facility and update this report if more information is received.

Event description:
The facility reported that the spore check vial broke cutting though the operator glove and into the hand. No medical intervention needed.